Manufacturer narrative:
Device received with frozen display, problem isolated to electrical board. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error 37 due to frozen display. The motor was tested outside of device and passed. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Customer able to successfully clear alarm. Customer able to complete rewind. Insulin pump was passed in displacement verification test. Insulin pump error occurred during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.